Manufacturer narrative:
Additional information: (manufacturer name, first name, last name, email), (phone#),evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lung resection procedure. Prior to firing, identified that the reload indicator light was flashing and did not open, despite commands being done on the handle to open the jaws. There was a problem unloading the device. In order to resolve the issue and complete the case, changed the reload. There was no patient harm. The patient outcome is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the blue lights were not illuminated. Patient medical history- (B)(6).